Event description:
Dealer states the consumer was on a riverbank sandbar and he leaned back in the chair to propel himself and the back frame snapped and broke the seat frame too.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.